Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during dwell 3 of 5 of treatment. The patient was connected during the incident. The last bag was a baxter bag and fluid leaked from a possible loose connection to the 2l baxter bag. Fluid was not discovered in the pump module area or on the external of the cassette. Air bubbles were found in the empty bag and unused line. The cycler had prompted with m31 air detected in cassette warnings during 1 of 3 of treatment. The patient was assisted to cancel the treatment and to contact the peritoneal dialysis registered nurse (pdrn) and to notify them of the incomplete treatment. The patient did not wanted to drain and kept the fluid but would retry to cycler later that evening. No further assistance was needed. Upon follow-up, the patient stated upon further examination it was determined a fluid leak was discovered from between the cassette patient line connector and the patient¿s pd catheter during dwell 3 of 5 of treatment. The patient stated it was possible they may have loosened the connection prematurely to cause the leak but was unable to confirm this and stated the connection was re-tightened, which resolved the issue. The patient stated there were no fluid leak issues with the baxter bag or from connections to any of the solution bags, and confirmed no fluid came into contact with the cycler. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to resume and complete peritoneal dialysis treatment using the cycler on the night of the reported event. The patient confirmed they are continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during dwell 3 of 5 of treatment. The patient was connected during the incident. The last bag was a baxter bag and fluid leaked from a possible loose connection to the 2l baxter bag. Fluid was not discovered in the pump module area or on the external of the cassette. Air bubbles were found in the empty bag and unused line. The cycler had prompted with m31 air detected in cassette warnings during 1 of 3 of treatment. The patient was assisted to cancel the treatment and to contact the peritoneal dialysis registered nurse (pdrn) and to notify them of the incomplete treatment. The patient did not wanted to drain and kept the fluid but would retry to cycler later that evening. No further assistance was needed. Upon follow-up, the patient stated upon further examination it was determined a fluid leak was discovered from between the cassette patient line connector and the patient¿s pd catheter during dwell 3 of 5 of treatment. The patient stated it was possible they may have loosened the connection prematurely to cause the leak but was unable to confirm this and stated the connection was re-tightened, which resolved the issue. The patient stated there were no fluid leak issues with the baxter bag or from connections to any of the solution bags, and confirmed no fluid came into contact with the cycler. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to resume and complete peritoneal dialysis treatment using the cycler on the night of the reported event. The patient confirmed they are continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.